Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance and replaced and aligned reagent 1 probe due to intermittent mixing issues. The cause of the discordant, falsely elevated result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.